Manufacturer narrative:
Approximate age of device- 1 year, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that low speed and pump stoppage events occurred while the vad system was connected to a mobile power unit (mpu). The patient was reported to be asymptomatic. The manufacturer's technical service representative reviewed the submitted log files and confirmed the reported speed drop and pump stoppage events while the vad was connected to an mpu. This type of behavior has been linked to potential issues with the percutaneous lead. X-ray images submitted for review revealed a couple of areas of possible concern. Internal portion at the pump looked like the shielding had pulled away from the connection and the external portion at the metal connector looked as if the metal part where the lead comes out was bent and possible causing an issue with the driveline. The customer reported that the patient and family opted to go home on an ungrounded power module cable. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: no product was returned for evaluation. Review of the submitted system controller log file confirmed the reported pump stoppages and associated alarms. Based on past experience with the heartmate ii lvas and similar reported events, the transient low speed, low flow, and pump stop events that occurred while the patient was supported by the mpu could be indicative of driveline (dl) damage; however, a specific cause could not be conclusively determined. The patient remains ongoing on the device. The heartmate ii lvas patient handbook addresses how to care for the driveline. The heartmate ii lvas IFU and patient handbook contains information regarding alarms on the system controller alarms, as well as how to respond to each alarm condition. This IFU also outlines pump parameters, and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.